Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, sleep current measurement test and self test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms, failed battery test alerts, audio anomalies, or rewind anomalies noted during testing. Test audio volume for pump and audio increasing and decreasing volume function properly. Pump successfully downloaded to thus. No insulin flow blocked alarms, failed battery test alerts, or pump error 63 variable 3 alarms were found in the history files or traces on or near the event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open and found evidence of moisture damage on the force sensor and a cracked r17 on the pcba 1. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked case - corner of belt clip rails, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, overlay scratched, label damage (faded), minor scratched case, keypad overlay texture damage. In summary, insulin flow blocked alarm during unknown timing, rewind anomaly and failed battery test were not confirmed during testing. Pump passed full drive test. Audio anomaly was not observed during analysis. Audio anomaly was not confirmed. Cosmetic damage was confirmed at the lcd window during analysis. No oily rainbow effect was found on the lcd window during analysis. No unexpected insulin flow blocked alarms noted in pump history download. Pump exposed to moisture confirmed on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a rainbow effect on the screen, rejected new batteries, unexplained random no-delivery alarms, and the louder rewind noise. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device and the insulin pump will not be returned for analysis.